Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the clips were forming in a tear shape. Unknown at what firing this occurred. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results for the (B)(4) device found that only three pear shaped clips were returned for evaluation; the device was not received. Possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. There was no sample received for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.